Event description:
It was reported the patient's pump ran dry related to difficulty finding a physician to manage his care after he moved. There were no symptoms reported, nor was the pump medication given.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type : catheter. (B)(4).